Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Labeling was reviewed and found to be adequate. Based on the review of the issue, this represents a use error since the operator was not wearing adequate protective eyewear. Based on the investigation, the architect hiv ag/ab combo control lot number 50051be00 in use with the architect hiv ag/ab combo reagent lot number 50194be00 is performing as intended, no systemic issue or deficiency was identified.

Event description:
The customer was splashed in the eyes with the architect hiv ag/ab combo controls. The customer stated it was the positive control 2 vial. Information regarding the incident has been requested. To date, the customer has not provided any additional information. On (B)(6)2023, the customer provided additional information. The customer was putting the architect hiv ag/ab combo positive controls on the analyzer when it splashed. At the time, the customer wearing a uniform, gloves, and prescription glasses. The customer does not know if the splatter got into the eyes, but a few drops was noted on the lens of the glasses. The customer washed the face and eyes with water and is undergoing hiv treatment as a precaution. There was no further impact to patient management reported.

Manufacturer narrative:
Section e1 - address 2: complete address information = (B)(6). This report is being filed on an international product, list number 04j27-32 (architect hiv ag/ab combo) and has a similar product distributed in the us, list number 02p36 (architect hiv ag/ab combo). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer was splashed in the eyes with the architect hiv ag/ab combo controls. The customer stated it was the positive control 2 vial. Information regarding the incident has been requested. To date, the customer has not provided any additional information. On (B)(6) 2023, the customer provided additional information. The customer was putting the architect hiv ag/ab combo positive controls on the analyzer when it splashed. At the time, the customer wearing a uniform, gloves, and prescription glasses. The customer does not know if the splatter got into the eyes, but a few drops was noted on the lens of the glasses. The customer washed the face and eyes with water and is undergoing hiv treatment as a precaution. There was no further impact to patient management reported.